Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown concentration at a dose of 824 mcg/day, hydromorphone at an unknown concentration at a dose of 0.49 mg/day, and bupivacaine at an unknown concentration at a dose of 8.24 mg/day via an implantable pump for spinal pain. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with acute confusion. The hcp thought someone changed the dosing yesterday ((B)(6) 2017), but she was not sure. The hcp was wondering how the pump was programmed. The hcp had no further history. It was considered a sudden change in therapy/symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jun-13. It was stated that there was no diagnosis at the hospital. The device logs showed no errors. The patient had a head computed tomography (CT) that was within normal limits (wnl). It was stated that antibiotics were prescribed for a urinary tract infection (uti), but the symptoms were not resolved. The cause of the acute confusion was not determined. As of (B)(6) 2017, the confusion was not resolved. The patient¿s next pump fill was on (B)(6) 2017. The patient¿s weight was (B)(6). There were no further complications reported or anticipated.